Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The staple line was not intact. There was an opening on one side that didn't have staples at the anastamosis site. He repaired the opening by suturing it. The ileostomy was temporary to give him time to heal. I do not have any additional information.

Event description:
.

Event description:
It was reported that during a sigmoid colon resection procedure, when doing the anastomosis, the surgeon felt he had a smooth surface when firing. When he fishtailed the device out and observed the anastomosis, it was incomplete. One good doughnut and one incomplete doughnut were seen; the side of the one doughnut had an incomplete staple line. The surgeon sutured over the staple line and did an ileostomy due to he did not trust the suture. This was not preoperatively planned for the patient. The patient is stable at this time.